Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated mid right coronary artery (rca) with one xience v stent. On (B)(6) 2010, the patient experienced unstable angina that was relieved with nitroglycerin. The patient was re-admitted and underwent a diagnostic coronary angiogram that showed non-obstructive coronary artery disease that did not require intervention; however, there was a 30% narrowing in the mid rca stent. The event resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.